Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a company representative that high lead impedance was found in a patient's vns system. X-rays were sent to manufacturer and assessed, revealing a lead break that is believed to be causing the high impedance. Attempts to obtain further information are underway.

Event description:
Further information was received from the area representative indicating the physician programmed the patient's device off due to the reported high lead impedance and no further information will be provided. At the moment lead revision surgery is likely, but has not been confirmed.